Event description:
Boston scientific received information that this lead was explanted for an unknown reason. A request for additional information has been made. The lead has been returned for analysis.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation which occurred most likely during the explant procedure. Blood penetrated the lead in this area. During further analysis, no further deviations were noted. The lead proved to be within specifications throughout its inspection. The values of the mechanical analysis of the fixation mechanism and of the parameters measured during the electrical analysis were investigated. No peculiarities were found. In summary, there was no sign of a material or manufacturing problem.